Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly the issue resolved, and the customer successfully filled the cartridge. Customer¿s blood glucose level was in 133-160 mg/dl range.